Event description:
It was reported that four days post implant the right atrial (ra) lead exhibited high undefined impedance. Upon checking the x-ray, it was confirmed that the lead atrial lead pin was not fully inserted into the header. The lead was reconnected and the implantable pulse generator (ipg) was repositioned. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.